Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage occurred. The physician advanced the 2.50x12mm taxus liberte stent to the lesion, but was unable to cross. When the device was removed, it was noticed that the stent had lifted. There were no patient complications. The procedure was completed with a different device. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.